Event description:
It was reported that the patient presented to the hospital for a scheduled generator change out procedure. During the procedure, it was found that the set screw of the header had stripped and failed to be disconnected. The right ventricular (rv) lead had failed to be disconnected from the header of the pacemaker. The pacemaker was explanted and replaced, while the rv lead was capped during the same procedure on (B)(6) 2024. The patient was in stable condition.